Event description:
The customer reported they were having problems with display. No pt injury reported. System removed from service.

Manufacturer narrative:
The ge service rep exchanged control pannel processor. Checked operation. System operating as intended.